Event description:
No new information.

Manufacturer narrative:
The complaint that the needle would not fully retract was confirmed and the root cause appeared to be manufacturing related. One needle from a 22ga insyte autoguard device from lot: 5120113 was provided for investigation. The needle was received fully retracted within the safety shield. After extending the needle from the shield and resetting the safety mechanism, it was noted that the needle hub was damaged and deformed. Upon activating the safety mechanism, the deformed needle hub caught on the grip and would not fully retract. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
The needle retraction push button does not work.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.